Manufacturer narrative:
Visual examination found no anomalies. Lead was returned incomplete so functional testing could not be performed. Conclusions: there were no problems found visually with this lead. Lead could not be tested functionally since was returned incomplete.

Event description:
Patient was implanted with a lamitrode lead. Post-operatively the patient developed lower extremity paraplegia and was returned to the or. The lead was removed and a thoracic epidural hematoma was evacuated. Follow-up on the patient found that he has fully recovered.